Event description:
Customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a complete pump reset, which resolved the issue, and the customer was able to successfully start their sensor session without further errors.